Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 352 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connection and push insulin slowly through the tubing. The customer reports insulin exits, but there is greater than normal resistance with plunger push. The customer was advised that the alarm was caused by set/reservoir connection. The customer was advised to replace infusion set and reservoir. The customer was advised to monitor insulin pump and change the set and site.